Event description:
The facility reported an incident of an overinfusion involving a flogard infusion pump. The pump was reported to be infusing heparin to a heart pt and was set at a rate of 10cc/hr. Reportedly, 200cc of heparin infused over an hour. According to the hosp rep, there was pt injury or medical intervention reported; however, no specific info was available.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the customer's reported problem could not be duplicated. Accuracy testing was performed on the pump and all values were found to be within specification.